Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two opened 23ga trocar handle/blade assemblies with protectors and one 23 ga trocar still attached to a probe were received for the report of the cutter could not be removed from the trocar. The returned trocars were visually inspected. Sample was found to be non-conforming with foreign material in the ID, while sample 2 and 3 were found to be conforming. Sample 1 was cleaned to remove the foreign material within the ID. The returned samples were then dimensionally inspected for cannula inner diameter, and all three samples were found to be conforming. The samples were then functionally tested with the returned probe and all three samples were found to be conforming. The probe was visually inspected and found non-conforming with orange/brown foreign material on the probe needle. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off of the probe needle and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. The complaint evaluation confirms the probe had a product fit issue. The fit issue was due to the foreign material on the needle. The exact source of the foreign material cannot be determined from this evaluation; however the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue since the foreign material wiped off easily with alcohol. No specific action with regard to this complaint could be taken because the product met specification once the foreign material was removed. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. All trocar assemblies are 100% inspected for gage size. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe was stuck in the trocar during a procedure. The trocar was removed with the probe. The product was replaced to complete procedure with no patient harm.